Event description:
It was reported that during the implant after multiple insertion attempts the pacing thresholds were high and loss of capture was seen. The lead was repositioned several times bu the helix tip became entangled and bent. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.